Manufacturer narrative:
The device will not be returned for evaluation; the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The steerable guide catheter, referenced event filed under a separate medwatch report number.

Event description:
This is filed for a leak, resistance retracting the clip introducer, and gripper actuation issues. It was reported that on (B)(6) 2022, a patient presented with grade 4+ mixed mitral regurgitation (mr). The first implanted mitraclip was an xtw. A second clip, an nt (11014r264), was prepared per IFU. While the nt was inserted into the sgc, air bubbles were observed in the shaft of the cds. The cds was removed from the sgc. As the clip was pulled back into the clip introduced, some resistance was noted, but it was removed successfully. The nt was re-prepped and de-aired; however, during re-preparation, the grippers failed, both simultaneously and one independently, so the device was not used and was discarded. A third clip, an nt, was implanted. After removal from the sgc, and during removal of the sgc through the inferior vena cava, a wire was inserted into the back end of the guide, which caused a loss of column and some air to enter the sgc. The wire was quickly removed, and the sgc required additional aspiration while removing from the anatomy. Mr was reduced to grade 1-2. There was no adverse patient effect or clinically significant delay. No additional information was provided.

Event description:
N/a

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history identified no similar complaints from the lot. All available information was investigated, and without the device to analyze, a cause for the reported leak/splash (bubbles in the clip delivery system (cds) shaft) and retraction problem associated with resistance that was noted while retracting the clip into the clip introducer (ci) cannot be determined. The single and both gripper actuation issues (difficult to open or close) however, appear to be a result of the retraction problem. The image resolution poor appears to be related to procedural conditions as imaging was reported to be challenging. There is no indication of a product issue with respect to manufacture, design or labeling.